Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. This condition was found in the biomed service department upon power up. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with battery damaged was confirmed and reproduced during evaluation. The cause of the determined damaged batteries was due to user error. After each battery low alert, the service manual instructs the user to charge the device for at least 12 uninterrupted hours. Thus, if the customer is receiving severe battery alarms and failure codes, then the device was never sufficiently charged because of neglect of the user. The main batteries and battery harness were replaced to fix the reported condition. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.